Event description:
It is reported that a customer received a failed battery test alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 173 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. The motor and keypad assemblies found corroded. Unable to verify a21error, a21 or failed battery test alarms due to blank display. Unit received with cracked case at display window corners and battery tube threads. Unit received with severely scratched display window.